Manufacturer narrative:
Based on the info provided, it is unk how the device may have caused or contributed to the event. The post market clinical department is in the process of reviewing pt medical records and treatment data info regarding the reported diagnosis and treatment of peritonitis as alleged. A supplemental medwatch will be submitted upon completion of our investigation.

Event description:
During a call to technical support for an unrelated issue, the pt reported he was being treated for peritonitis. Follow up with the peritoneal dialysis nurse was done. The pt was hospitalized for 3 days and received antibiotics. The cause was stated as break in aseptic technique. There was no device malfunction alleged. A search of the complaint info system confirms there are no reports for alleged leaks during treatment. The pt is continuing on continuous cycling peritoneal dialysis (ccpd).